Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection at the ipg site and the system was explanted on (B)(6) 2016. The infection is resolved.